Event description:
Pulmonetic systems, inc. Received the following report from a representative. In (11/2003) pt called and stated that a month earlier when nurse switched from wheelchair vent to bedside vent, vent turned on, made a grinding noise, then stopped functioning. Nurse switched pt back to wheelchair vent without incident. No pt harm.